Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report: 2029214-2017-00111, 2029214-2017-00112.

Event description:
Medtronic received information that during treatment two pipeline devices did not open distally. It was reported that the first pipeline (B)(4) was deployed less than 50 % of when it failed to open. The pipeline was resheathed and removed from the patient together with the microcatheter. A second pipeline (B)(4) was attempted using the same delivery method and the same problem was encountered. The pipeline was resheathed and removed from the patient. A new pipeline was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Updates: patient information. Updated: event details. Updated: initial reporter phone number. The pipeline braid was returned for evaluation without the pipeline flex pushwire as it was likely discarded. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with one end having moderate fraying, the middle section having no damages, and the other end having slight fraying. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer¿s report of the clinical observation could not be confirmed as the returned pipeline braid was observed to be fully open with damage (fraying) on both end. It is possible that the damaged braid, braid sizing, and the patient¿s severe vessel anatomy may have contributed to the reported issue. However, the cause for the damage could not be determined. Per our instructions for use (IFU): ¿select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic also received information that this patient had severe vessel tortuosity. The aneurysm located in the ophthalmic segment of the left internal carotid artery (ica). The neck width was 4.5 mm. The proximal landing zone was 3.8 mm and the distal was 5.6 mm.